Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. System check was performed with tandem technical support and the cause could not be determined. Customer resumed insulin delivery. Customer reported cgm reading high. Customer administered manual insulin injection to address elevated blood glucose level. Customer ultimately reverted to manual insulin therapy.